Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked top and bottom case. Review of the device data log noted a motor rate error. Functional tests included motor drive and occlusion testing. This testing confirmed the motor rate error. It was found that the worm coupling/worm gear no longer worked properly as a result of normal wear over 10 years. The worm coupling/worm gear was replaced and the pump then passed functional and delivery testing. The case damage was also repaired. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump worm coupling/worm gear.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.